Manufacturer narrative:
The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
H6: medical device problem code should be 3189 instead of 3190. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Manufacturer narrative:
The date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg is below 2.73v. The patient has not lost therapy but may undergo surgical intervention to address the issue.